Event description:
Account stated they were seeing low results for patient and qc calcium results that were higher when repeated on another analyzer. The following examples were given. Patient #1 initial 5.5 mg/dl, repeated as 9.4 mg/dl. Patient #2 initial 4.7 mg/dl, repeated as 9.0 mg/dl. Patient #3 initial 2.7 mg/dl, repeated as 9.2 mg/dl. No adverse events were reported in association with the incorrect results. The field service representative found a reagent line was partially blocked and repaired the analyzer.